Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was admitted for eval for numbness of bilateral hands and feet, as well as a "spasm" of her head. The pt had a CT scan done and the results did not indicate what the issue was. After the CT scan, the pt turned the device down. Additional info was requested.